Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that while performing serial impedance test, the patient with left ventricular (lv) lead complained of diaphragmatic stimulation. Additional information indicates that the lv lead was explanted due to diaphragmatic stimulation. No additional adverse patient effects were reported.